Event description:
It was reported that "dr. Went to use it and two piece broke off it. Dr. Pulled the pieces out and proceeded with the surgery."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.